Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating both pumps with a cadd cassette reservoir attached were alarming, despite a residual volume of 8 ml remaining, no error message was shown on the display of one of the pumps. The reporter indicated both pumps emit an acoustic alarm during the self-test when switched on. It was reported a cassette was filled with 100 ml and then let run until empty without any problems.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating both pumps with a cadd cassette reservoir attached were alarming, despite a residual volume of 8 ml remaining, no error message was shown on the display of one of the pumps. The reporter indicated both pumps emit an acoustic alarm during the self-test when switched on. It was reported a cassette was filled with 100 ml and then let run until empty without any problems.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Two pictures were received for review. By the pictures received was unable to confirm the complaint and there was no defect observed. No root cause was determined due to the complaint was not confirmed.